Manufacturer narrative:
The beckman coulter field service engineer (fse) indicated that the leak from wash collar was due to low primary vacuum. Fse rebuilt the main vacuum pump to resolve the leak issue. Instrument resumed operation. (B)(4).

Event description:
While running quality control (qc) the customer noticed the cartridge chemistry (cc) reagent probe a and cc reagent probe b leaked from the wash collar on their unicel dxc 600i synchron access clinical chemistry system. Fifty milliliters fluid leaked and was contained within the black tray. The operator wore a lab coat, gloves and eye protection while troubleshooting. No one was injured. No erroneous results were generated or reported out of the laboratory.